Manufacturer narrative:
On (B)(6) 2019 mentor became aware that the number 10605 omitted from the initial report was in fact the lot number. At the time of the initial report, mentor could not determine that 10605 was a lot number, and it was not indicated as a lot number with the first information provided. A manufacturing record evaluation (mre) was performed for the finished device number 10605, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient had 500cc mentor memorygel breast implants placed and experienced several symptoms post procedure. Vertigo, pain throughout the body, hair loss, blurred vision, eczema, thyroid issues, broken nails, nausea, yellow skin, food intolerances, diarrhea, constipation, tingling, numbness, respiratory infections, scalp tenderness, yellow eyes, tooth decay, constant bloating, itchy breasts, limbs locking up unable, depression, and anxiety were all noted. As a result, the devices were explanted on (B)(6) 2017.